Event description:
It was reported that the user experienced a low blood glucose while using the ilet, with a recorded nadir of 40 mg/dl and a peak of 240 mg/dl, after announcing a dinner meal while the ilet was delivering corrective insulin and subsequently overtreating the low; the user later experienced an app freeze when reconnecting the ilet app, which was resolved by restarting the phone. Symptoms included no reported physical symptoms during either hypoglycemia or hyperglycemia. Outcomes included an urgent low glucose event managed with oral glucose and without hospitalization. Investigation included troubleshooting and education on appropriate low treatment and post¿factory reset best practices, along with device-app reconnection steps. Investigation of this case revealed user management factors, including overtreatment of hypoglycemia and meal announcement timing during active corrections, with a transient app freeze that resolved with a phone restart and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia and timing of meal announcement during corrections.